Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00433 on 19-november-2018. Additional information (29-november-2018): siemens performed an investigation and determined that hettich buckets in use expired on may 2016, and exceeded the expiration date. It was also determined that buckets were in use up to 200,936 cycles, and exceeded the bucket cycle count limit of 200,000. Siemens performed a hettich bucket replacement, and the customer is operational. The performance of the insturment was monitored and no imbalance errors were noted. Siemens performed a follow-up, and the customer requested no further assistance. The buckets, exceeding the expiration date and cycle count limit, were past the manufacturer's recommendations and are potential causes for the reported event. No further evaluation of the device is required. Conclusions code were updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that ten patient samples tubes were damaged inside the centrifuge, and that sample material spilled inside the hettich bowl. The customer wore personal protective equipment (ppe) to clean the spill and informs that there was no cross-contamination with other patient samples. The customer stated that patients had to be redrawn and caused a delay in testing. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens performed troubleshooting of the main compartment and found a bent rotor, damaged frame, and bent drive motor. The cse informed the customer and agreed to decontaminate the centrifuge to investigate the unit further. System files, from the track and centrifuge xl, were collected for analysis. Siemens is investigating.

Event description:
The customer informed siemens of a loud sound coming from the advia workcell cdx system. The customer observed smoke emitting from the centrifuge, and stated that ten patient samples tubes were damaged inside the centrifuge. There were no visible flames or reports of damage to property and there was no need to evacuate the laboratory. There are no known reports of adverse health consequences due to the delay in testing and smoke emitting from the centrifuge.